Event description:
The user facility reported that a patient had developed a minor hematoma while using the tr band device.

Manufacturer narrative:
This section was completed by the manufacturer per cfr 803.52(f) (11) because the information was not initially completed by the user facility. The involved device was not returned to the manufacturing facility. Therefore, the investigation was based upon evaluation of user facility information and reserve samples from the reported lot product code combination. Visual inspection did not find any anomalies. Dimensions of the velcro tapes and the compression balloons were determined and confirmed to meet the manufacturing specifications. The maximum volume of air, 18ml was injected into the sample, no anomalies were observed. The sample was submerged in water while the balloons were kept inflated, no leakage was observed. A review of the DHR and product release decision control sheet of the product code/lot# combination confirmed there were not any indications of production-related problems or discrepancies in the inspection results. A search of the complaint file confirmed two other reports of this nature were received. Please refer to MDR report numbers 9681834-2015-00108 and 9681834-2015-00109. Although the exact cause cannot be determined based on the available information, there is no evidence that this event was related to a device defect or malfunction. The labeling does address the potential for such an event in the instructions-for-use with statements such as: depending on the patient's condition and the degree of balloon pressure, an adverse event including artery occlusion, hypodermic hematoma, hemorrhage, pain, or numbness may occur. Check the progress of the hemostasis and adjust the air pressure accordingly; be careful that no foreign particles get into the air injection port when injecting air. The air could leak; and check the progress of hemostasis and adjust the air pressure of the balloon with the tr band inflator or tr band air volume regulator accordingly. All available information has been placed on file in quality management for appropriate tracking, trending and follow up. (B)(4). Device not returned